Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient showed up to ER with hr in the 30s. Patient had syncope episodes due to this. Patients heart rate changed when they changed positions. The physician decided to cap and replace the lead.